Event description:
It was reported that the patient's leadless pacemaker (lp) helix became elongated during implant procedure. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.